Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The launcher was used to perform pci in a distal lad lesion with 80% stenosis, and no tortuosity or calcification. No damage was noted to the device packaging. Device was inspected with no issues noted. Device was prepped as per IFU with no issues noted. No excessive force was used during insertion. No resistance was encountered during use. After the launcher was engaged and stents were implanted in the lad, thrombus developed when a wire was used to cross the lesion. The thrombus was observed by oct (optical coherence tomography). When the physician tried to remove the oct device, it was stuck and difficult to retract. Yet the oct could be removed when the launcher was retracted from the lca. The thrombus was collected by aspiration inside the gc, and it was confirmed to be thrombotic occlusion in the lad and the launcher. The launcher was retracted out of the patient¿s body, flushed inside with saline, and the thrombus was removed out of the lad. The physician proceeded to dilate the lad and the launcher was successfully restored by anchor balloon technique, followed by dilation. Angiography showed improved blood flow up to the mid lad, but the thrombus moved to the distal lad. A guideliner was advanced to the distal lad, negative pressure was applied, but thrombus aspiration was unsuccessful. Poba was then performed, the thrombus was collected using an aspiration device. However, thrombotic occlusion was still observed in the distal site, and thus poba was repeated. Due to little improvement in the blood flow, observation of the occlusion site was attempted using ivus, but the ivus catheter became stuck at the proximal stent and could not be delivered. When the physician tried to use the export advance again for aspiration, it also stuck at the proximal stent and could not be delivered. Bougienage was performed for the thrombus, and poba for the distal site was repeated. Occlusion of the distal lad was not improved. Because the blood flow in the proximal site had shown improvement, and occlusion remained only in the distal side, the physician decided to use medication to resolve the thrombus. It is reported the launcher itself was used without any problem. Patient is alive with no injury.

Manufacturer narrative:
Product analysis: the inner and outer diameters of the shaft meet specification. The catheter tip is round, smooth, and un-damaged. The catheter exhibited a severe torsional kink 7.5cm from the proximal strain relief. No other damage noted to the catheter. The catheter was flushed with water, also an inhouse 0.035¿ guide wire passed the lumen of the catheter with resistance at the torsional kink on the shaft. Dye test confirmed the presence of coating in the inner lumen of the catheter. During the analysis no damage to the inner lumen was noted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.